Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the 2.25x16mm promus element stent was opened and prepared for use it was noted that the stent was frayed and elongated. The procedure was successfully completed another 2.25x16mm promus element stent. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the 2.25x16mm promus element stent was opened and prepared for use it was noted that the stent was frayed and elongated. The procedure was successfully completed another 2.25x16mm promus element stent. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device identified that only the stent of this device was returned. The stent was damaged along it's length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. Patient age at time of event: 18 years or older. (B)(4).